Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a bent cannula. The customer's blood glucose level during the incident was 405 mg/dl. The customer treated the high blood glucose with syringe, changed the set, and took insulin from the insulin pump. The bent cannula occurred during the first day of use. The customer declined troubleshooting for the high blood glucose. They will be sent a replacement for their infusion set. The device will not be returned for analysis.